Event description:
It was reported that a patient, (B)(6), female, underwent a left sided idiopathic ventricular tachycardia procedure with an ez steer thermocool sf nav catheter and suffered a cardiac tamponade, which required pericardiocentesis. During the mapping phase of the procedure a perforation was noticed as the patient's blood pressure dropped. The perforation was confirmed by intracardiac echocardiogram. A pericardiocentesis was performed and 500cc of fluid was removed. The patient was reported to be in stable condition at the time this complaint was reported.additional information was received on the event. It was noted that this patient had a medical history of a small ventricle that may have contributed to this event. No transseptal puncture was performed. The patient received anticoagulation during the procedure and it was maintained at 300-350s. The patient did require extended hospitalization due to the event. The physician¿s opinion regarding the cause of this adverse event is that this is procedure related. Settings during the event include: power control / irrigation flow setting 2 ml/min / 8f pinnacle sheath used. There was an r1 error that displayed on the coolflow pump; therefore it was switched out for another pump that had repeating bf errors. These errors are not reportable as they are highly detectable and the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system (model# m-4800-01 serial# (B)(4)) stockert (model# m-5463-01 serial# (B)(4)) cool flow pump (model# unknown serial# (B)(4)) soundstar catheter (model# m-5723-12 lot# s1424586) smarttouch bidirectional catheter (model# d-1327-05-s lot# unknown) (B)(4). (B)(6). Manufacturer's ref. No :(B)(4). Biosense webster manufacturer's ref. No.'s (B)(4) are related to the same incident.